Event description:
A us distributor returned a monitor and reported being unable to communicate with belt.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor cannot communicate with belt) was due to the monitor having bent pulse pins. The root cause could not be positively identified. There was no adverse event that resulted from the damaged monitor.